Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure. According to the complainant, the sheath of the device was found to be torn during unpacking. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Sheath torn. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush extended. A small burr was noted at the proximal end of the rx channel, and the outer diameter of the catheter at the burr exceeded the upper specification limit. No other issues with the catheter were noted. During functional evaluation, the brush extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the sheath was torn; the complaint was confirmed. It was not possible to determine whether the defect was due to improper catheter trimming during manufacturing or handling of the device during unpacking; therefore, a definitive root cause for this failure could not be determined. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure. According to the complainant, the sheath of the device was found to be torn during unpacking. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.